Manufacturer narrative:
One infusion pump has been returned for evaluation. Device underwent functional testing which included power up of the device, a speaker functionality test, and visual inspection. Visual inspection of the device found it to be in good physical condition. Upon power up, lec 45985 was duplicated, noted to have occurred as a result of a watchdog time error. Speakers were not functioning due to faulty main board. Display lens noted to be a result of normal wear. The main board and the display lens were replaced. As a result, the reported complaint has been confirmed, and this investigation revealed no intrinsic evidence to suggest a cause of issue related to manufacturing. The problem source has been determined to be unknown.

Event description:
Information was received that a smiths medical ambulatory infusion cadd solis vip pump has error code lec 45985, the speaker is inaudible, and an issue with the display lens was reported. Incident was noted to have occurred during testing; no patient involvement.